Event description:
Patient called lvad coordinator to report on-going low flow alarms on his hvad. Upon evaluation in the ed, it was determined he had a substantial thrombus in the outflow graft of his hvad. He was admitted to cardiac intensive care for further evaluation. Taken to catheterization lab two days later for amplatzer plug placement at the anastomosis site of the hvad outflow graft to the ascending aorta. Patient was anticoagulated appropriately. Patient has a history of thrombosis related events, including thrombosis of his hvad 6 years earlier with subsequent pump exchange.